Event description:
Procedure:lipoma removal. According to the reporter: the patient came to clinic for a right shoulder lipoma removal. The suture needle broke off and was dislodged during suturing of deep layer 2/2 thick fibrous scar tissue from pervious procedures. Needle fragment was thought to be retrieved on day of procedure. Probable retained needle was noted on xray on that same day. A director at our facility reviewed the incident recently and indicated that this may have been an issue with the needle. Additional information has been requested of the account but further details have yet to be provided.

Manufacturer narrative:
(B)(4)